Event description:
It was reported that during routine testing, using a fluke sigma pace 1000 in dual a&v mode, the ventricular channel dropped out when set to less than .8ma. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial customer comment of the ventricular channel dropping out when set to less than .8 ma. Analysis did find that the encoder flex was out of specification and the battery drawer was broken. It was also noted that the one side bail cover was broken and the keyboard was contaminated.